Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to stimulation being off and the return of symptoms was the patient didn't understand how to change settings and accidentally turned their implantable neurostimulator (ins) off. Their leaking returned so they called for help. The patient has completely recovered to the problem. They are responding to the procedure better than they had hoped/imagined possible. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of stimulation being off and the return of symptoms was not determined; however, the stimulation being off and the return of symptoms had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient felt a stimulation pulsing change and it felt like pins and needles so they decreased the setting however they experienced a return of symptoms. The patient wasn't doing anything specific when they experienced the pins and needles. It was determined the stimulation was off. The patient was still recovering from anesthesia. The patient was able to turn the stimulation back on and reported they now felt stimulation pulses and it was comfortable. The patient has their post-op follow-up tomorrow. No further complications were reported as a result of this event.